Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's cardiologist stated that the patient received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neoplastin cl method on a star analyzer, resulting with a value of 3.51 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. On (B)(6) 2019, a sample from the patient was tested in the laboratory using the stago neoplastin cl method on a star analyzer, resulting with a value of 3.23 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.